Event description:
It was reported that the nurse was shocked by the unit during a check of the entire set of instruments. It was further reported that the unit may not have been grounded correctly.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.